Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/06/2016 with the following findings: during testing, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Unrelated to this issue, the bolus button cover was damaged but the button was still responsive during the investigation. Another unrelated issue is the pump¿s low profile clip was returned with the locking tab broken off. A test low profile clip was used and it was able to be inserted, locked and removed without difficulty. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 8/06/2016.